Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during use interaction with the mildly calcified and mildly tortuous anatomy/other devices and/or inadvertent mishandling ultimately resulted in the reported material separation/noted core/coil separations and the noted stretched coils. As reported, an additional stent was used to cover the separated segment of the guide wire. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and mildly tortuous bifurcation lesion of the left anterior descending (lad) coronary artery and another artery. Stenting was performed in the lad and the versaturn guide wire (gw) used to maintain access of the side branch. After the stent was implanted, the gw was advanced to rewire the vessel. No resistance was noted; however, the gw core broke with the separated segment remaining in the lad. An additional stent was used to cover the separated segment of gw. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.